Manufacturer narrative:
This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Data analysis was requested, however, no data were received. Additional information was received, stating that at the most recent follow-up on february 24th, 2020 device battery interrogation estimated about five years remaining. The physician decided to keep the device implanted. There were no patient complications or adverse effects reported.